Manufacturer narrative:
Received 50pcs. 456018p/b20093f3 for evaluation. Received customer data control charts. We have no further complaints on the material/batch. A check of quality, production, and maintenance documents shows no deviations in relation to the reported event. Samples were visually examined. No visual deviations could be observed. The additive was visible and consistently distributed on all the tube walls. Samples were tested with regards to additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Additive content was found to be within specification in all tested samples. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Therefore, the complaint cannot be confirmed.

Manufacturer narrative:
Gbo complaint (B)(4). Not sufficient information received. Customer sample is requested. If samples from the customer are received and investigation be completed, a supplement report will be filed.

Event description:
(B)(6) converted to greiner tubes in may 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in june 2020 (co20-2100-298) of the increase but with no detailed information. Customer had a conference call with greiner in september 2020 to discuss hemolysis, the report from co20-2100-298, and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index levels seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Greiner is working with the customer on collection methods used as there is indication that this may be a contributing factor to the increase in hemolysis seen. Livonia laboratory uses serum and lithium heparin gel tubes, and centrifuges either at 3600 rpm for 5 minutes or 3000 rpm for seven minutes. Customer confirms serum specimens are allowed to clot for 30 minutes and are centrifuged within two hours of collection. Customer receives specimens from ER, inpatient and outreach. Collection method by ER is while IV is started and samples are mixed properly. No information on hemolysis index used.